Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation on his one shoulder from the holster carrying strap being rough on his skin. It was also reported that the patient developed a red area the size of a nickel underneath the right breast. During a follow-up call, it was reported that some of the areas had the skin broken open and were itchy. The patient is a pharmacist and self-prescribed using triamcinolon cream on the affected area. During a follow-up, it was reported that the patient's irritation improved. Patient mentioned he is a diabetic which is having an effect on the irritation as well.